Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient details were not crossing over. A technical support specialist reviewed the station database, verified patient records, identified that the newly created area was not assigned to users, and advised assigning the area to the appropriate users. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient details did not cross over. Customer attempted troubleshoot with reboot but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.